Manufacturer narrative:
Concomitant medical products: therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-11454. It was reported that the patient was not getting adequate therapy. As a result, the device was explanted about 8 months ago.